Event description:
It was reported the patient took a shower 1 day post-op from the initial implant date after wrapping themselves in plastic wrap. They presented to the clinic on monday with an "apparent infection". There was no "frank pus" in the pocket, but "growing/inflamed" area at pocket site. The infection symptoms were listed as; redness, swelling, site warm to touch and very sensitive. Cultures were take and results were reported as an unknown organism. The entire system was explanted. The patient was taking oral medication for pain and started IV/oral antibiotics on monday. The pump was used to deliver sterile preservative free saline solution. No outcome or medication was reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8782, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type catheter. (B)(4).